Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of a femoral vessel after an interventional procedure. Reportedly, while "tying" the knot, the suture broke. It was not specified as to how hemostasis was achieved. There was no reported adverse patient sequela. Though requested, additional information was not provided.

Event description:
An aneurx abdominal stent graft was implanted for endovascular treatment of a right common iliac artery aneurysm approx 53 months ago. It was reported that the pt presented to the ER with abdominal pain. An angiogram was done and showed a 6 cm diameter common iliac aneurysm; however, there was no sign of an endoleak on the angiogram. The decision was made to explant the stent graft. Upon explant there was a type 2 endoleak cross filling from the left hypogastric artery; however, this was not seen on the imaging (cta or angiogram). The explanted stent graft is retained by pathology at the hospital. No add'l clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported information suggested that needle deployment and suture retrieval were successful, but the suture broke while advancing the knot. However, the returned condition of the device indicated that the posterior cuff successfully captured the needle, but failed to be ejected completely out of the pocket during needle deployment. When the plunger was removed from the device, the link was held on one end by the mislocated posterior cuff in the foot pocket while being pulled on the other end by the withdrawal of the plunger. This resulted in the anterior cuff detaching from the needle as evidenced by damaged anterior cuff tabs. Because the anterior cuff was disengaged from the needle, the knot became unraveled and the suture could not be retrieved when retracting the needle plunger. As such, there would be no suture knot to be advanced and broken as reported. Based on the investigation findings, the probable root cause for the failure to completely eject the posterior cuff during needle deployment and subsequent anterior cuff-to-needle tip detachment while retracting the needle plunger could not be determined. No manufacturing or quality issues were detected. Review of the device lot history record did not reveal any non-conformity which could have contributed to this event.